Event description:
A nurse reports that during intraocular lens (iol) implant surgery, the surgeon noticed the iol was scratched after the iol was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. Add'l info has been requested.